Manufacturer narrative:
This is report 1 of 2 for the same patient (right eye). Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient experienced persistent glare post iol implant in the right eye. A yag posterior capsulotomy was performed at unknown date to treat the glare. Reportedly, the patient had pre-existing condition of blurred vision, glare and halos due to central cataracts in both eyes. In the physician's opinion the cause of event is "large pupil size." No loss of bcva noted. Physician is considering miotic drops to reduce symptoms.

Manufacturer narrative:
The lens remains implanted in the patient; therefore, a product evaluation could not be performed. Review of device history record (DHR) indicated no anomalies. Based on available information, a root cause for the reported event could not be conclusively determined. According to the surgeon the likely cause of the event is ¿large pupil size.¿